Event description:
The patient reported recent blood glucose elevations. She states her highest blood glucose reading was 444 mg/dl in 2007. The patient states she took a bolus of 15.5 units of insulin to bring down her blood glucose levels. This initially brought her levels down but, then her blood glucose levels began to rise again. The patient stated, she felt nauseous when her levels were high. The patient stated, she felt fine at the time of the call as she has been controlling her blood glucose levels by bolusing insulin. Troubleshooting revealed she had inadvertently switched to the basal rate profile 2 for which she had 0.0 units of insulin programmed. She was instructed on how to switch back to basal rate profile 1 which was programmed for 24.2 units of insulin. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.